Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.